Manufacturer narrative:
Corrected fields: b5 (information was inadvertently omitted on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) and video cable unit, however, the exact cause of the defects could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. It likely the cable unit failure occurred due to one of the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage. And/or the soldering process used at the time of manufacturing was out of date. In addition, the following non-reportable malfunctions were found during the device evaluation: scratched ccd lens, damaged optical fiber bundle, and traces of water ingress. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during a therapeutic procedure, which was completed using a different scope.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 0°, displayed a purple image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. There is a purple colored image due to defective charge-coupled device (ccd) and video cable. In addition, the following non-reportable malfunctions were found during the device evaluation: dents and scratches on outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.